Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue.